Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: anterior spinal discectomy, l1-2, l2-3 anterior interbody fusion, l1-2, l2-3 using direct lateral approach interbody cages, l1-2, l2-3 (invasive xlif) anterior dual-rod instrumentation with vertebral body screws, l1, l2, l3 (anterior instrumentation) rib autograft, bmp-2 interpretation of intraoperative x-rays. Pre-op and post-op diagnosis: hardware loosening, recurrent kyphosis, status post anterior and posterior spinal reconstruction. Indications: patient had undergone a prior adult scoliosis reconstruction approximately 4 to 5 weeks ago. He had initially done quite well, but then developed recurrent pain and x-rays revealed partial hardware loosening at l1, with the spine returning to some degree of kyphosis. Operative findings: unstable disc space, l1-2, l2-3. Degenerative disc disease, mobility at l1-2 and l2-3. As per op notes: ".. Sizing of cages was performed. The endplates were rasped. At both levels, 21mm width and neutral cage was chosen. This was filled with bmp-2, wrapped around rib autograft, which was morselized. Cages were impacted into the disc space with an excellent interference set.. The patient was neurologically intact in the recovery room.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.